Event description:
Additional information reported that the cause of the event was due to the medication being misplaced when filling. The signs and symptoms associated with the event were respiratory arrest and resuscitation. The outcome of the patient was noted as resolved without sequelae.

Event description:
Additional information was received. Patient reported this was her 3rd pump. Patient reported she had drug overdose and it was reported already. If additional information is received a report will be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a partial pocket fill during refill of the pump. The health care provider (hcp) believed approximately 5ml of drug was filled into the pocket. The refill occurred at 10:50am and the patient had a seizure at 11:10am. The patient was hospitalized, given two 3l nasal cannulas and a narcan drip. The hcp initially thought the seizure was unrelated to the refill and stated the refill 'went as expected.' The hcp noted that while refilling the pump the needle got caught in the septum and did not get through to the needle stop due to the angle of the needle. The hcp also noted that when withdrawing the needle, it 'got stuck' on the mesh pouch. The hcp repositioned the needle and then hit the stop. The patient also heard the needle hit the stop. The hcp administered 'a couple mls' of drug and took her finger off of the syringe. The hcp saw drug draw back into the syringe due to the negative pressure. The hcp checked the syringe throughout the procedure. The reporter stated that the patient was looking 'pretty gray' and starting to get a little apneic after the seizure at which time the narcan drip was given. The hcp was able to withdrawal 35-36ml from the pump. The reporter stated that the patient was clearly symptomatic of bupivacaine overdose. The patient was reported to be somnolent and the narcan drip was adjusted to this. It was reported that at the time of the report the pump was programmed at minimum rate and the hcp has 'put drug in the reservoir.' The hcp stated that the tubing was clamped and that there were times that she had noticed that the tubing slides outside the clamp, off to the side. The hcp had the tubing out of the clamps when taking it out of the package. The hcp stated that the tubing was clamped as it should have been during the refill and that she wouldn't expect tubing to hold more than 3ml. It was also reported that a CT scan of the patient's head was performed due to the seizure and the results were 'clear.' The reporter noted that the patient was taken off of the narcan drip the night prior to the report but was put back on it the morning of the report because the patient was 'difficult to arouse.' It was later reported that the patient returned home the saturday following the event and was 'still not feeling well.' The reporter noted that there had been no audible alarms from the pump. The device system was used to deliver fentanyl 6000mcg/ml and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8711, lot# j11283r70, implanted: (B)(6) 2002, product type catheter. (B)(4).